Event description:
It was reported that prior to a ptca procedure, a foreign matter was found inside the sterile package. Upon opening the package, a hair was noted on the catheter. No pt injuries or complications were reported.